Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts off after two minutes of running time. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found in specification. The customer reported problem could not be confirmed through the event history log, however multiple system error 341s were observed which may have been what the customer was referring to. The reported symptom is confirmed as a system error 341 while running a loaded set, the device was determined to meet all product specifications related to the reported event. The cause was could not be determined. An electro-static discharge event may be the cause of a system error 341, and due to no failing components being identified. Should additional relevant information become available, a supplemental report will be submitted.